Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the guidewire failed to advance through the left ventricular (lv) lead, while the stylet encountered difficulty advancing through the right ventricular (rv) lead, resulting in the rv lead being unable to reach the ideal position. Both the lv and rv leads were not used and replaced on (B)(6) 2025. The patient was recovering following the procedure.

Manufacturer narrative:
The reported event of stylet could not be smoothly inserted was confirmed. A complete lead was returned in one piece with the stylet used at the procedure fully inserted. The stylet was removed and when re-inserted into the lead the styled was obstructed in the middle region of the lead. Dissection analysis of the lead found blood in the inner coil at the obstruction area. The cause of the reported event was isolated to the blood clogging the inner coil.